Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient reported through a manufacturing representative that they thought the pump was not helping, and the catheter was causing her back pain. The patient was not weaned off her opioids prior to pump placement per the (B)(6) database. The patient did not know this until after pump placement. The patient claimed to have weaned but was getting opioids from other provider. There were no diagnostics performed. The health care provider (hcp) offered switching the drug in the pump, but the patient declined. The catheter and pump were explanted. The issue was resolved at the time of this report. The system was delivering dilaudid 1000mcg/ml. The dose and lot number were unknown. The patient's other known medications included norco. The indication for use was spinal pain. The causes of these symptoms were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.